Event description:
It was reported that ongoing cartridge alarms occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy and the customer would reach out to their hcp.